Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has a broken fiber optic door on front of console. There was no patient involvement.

Event description:
It was reported that during weekly check, the cardiosave intra-aortic balloon pump (iabp) unit has a broken fiber optic door on front of console. The fiber optic input jack cover will not spring back into place. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced label, trainer on - off, patient connector, upper panel and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.